Manufacturer narrative:
The customer found the tubing at the manual aspiration probe was disconnected. The customer reattached the tubing, which repaired the leak and the vote outs. The repairs were verified per established procedures. (B)(4).

Event description:
The customer reported a bloody leak from the coulter lh 750 hematology analyzer. The instrument was generating vote outs for all results when the leak was noticed. The volume of the leak was about 5 ml and was not contained within the instrument. The customer was wearing personal protective equipment (ppe) consisting of gloves, goggles and a laboratory coat at the time of the occurrence and there was no report of injury or direct exposure to the leak. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.